Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was re ported that the ins was taking a long time to charge. The patient stated they are in pain and it started about 6 weeks ago in (B)(6) but was bad the day prior to the report and the morning of the report. The patient stated they went to the doctor who took xrays and said everything was ok but they did not know where the pain was coming from. The patient stated they had 8 full coupling boxes the whole time they were charging from 10am to 6 pm. The patient inquired about an updated charger. The patient was redirected to their healthcare professional (hcp) for the recharging issues and pain. A replacement antenna was sent. No further patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they had notified their physician about their issues. They stated that the circumstances leading to their pain and long recharge time was having to turn the battery off for three back surgeries. They said it was started up afterwards but took a long time to charge and was only lasting two days. The patient added that it was an option to replace their device so that their stimulation could be "digitalized", the patient was going to continue consulting with their physician. The replacement of the recharger antenna had not resolved the long charge time. No further issues were noted or anticipated.